Event description:
It was reported that during a bowel resection procedure, the patient had a post op leak and the patient was taken back to surgery and all the tissue was pulled away on certain parts from the tl90 and ntlc75 staple lines. The original procedure was (B)(6) 2011, and the reoperation was (B)(6) 2011. The female patient is currently in the intensive care unit and septic. Prior to the original procedure, the patient was ill, on steroids and obese. At the time of the original surgery, the staples were well formed and the staple lines looked fine from both devices. The device was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).